Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the bolus wizard was inaccurate on the insulin pump. Customer reported the bolus wizard calculated 1.1 units of insulin for a high blood glucose event. The customer believed this was an incorrect estimation. The customer's blood glucose was 288 mg/dl at the time of incident. Troubleshooting found the bolus estimate was not adjusted and the insulin pump did not make correct calculations based on the information entered. Customer was advised the insulin pump needed to be replaced. Customer treated their blood glucose with 10 units of insulin by manual injection. Customer agreed to return the product for analysis.